Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4) during clinical procedure, patient experienced loss of implant to osseointegrate.